Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Half of a needle that was broken in the body towards the attachment end was evaluated. Microscopic visual examination revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. During the procedure, while the port holes were being closed, the needle broke and was retained in subcutaneous tissue. No additional information was provided.